Event description:
It was reported that the patient heard beeping tones coming from their device. The beeping tones have been occurring 16 times, every 6 hours. The clinic said that the battery was fine; however, the beeping tones have been continuous. Additional information was provided from the field, that a fault code error alert occurred. A pdf was submitted to boston scientific technical services (ts) for review of device data. A ts consultant requested for a save to disk to be sent in for further analysis. The device remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that the patient heard beeping tones coming from their device. The beeping tones have been occurring 16 times, every 6 hours. The clinic said that the battery was fine; however, the beeping tones have been continuous. Additional information was provided from the field, that a fault code error alert occurred. Recently, another update was provided from the field that this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return.

Event description:
It was reported that the patient heard beeping tones coming from their device. The beeping tones have been occurring 16 times, every 6 hours. The clinic said that the battery was fine; however, the beeping tones have been continuous. Additional information was provided from the field, that a fault code error alert occurred. A pdf was submitted to boston scientific technical services (ts) for review of device data. A ts consultant requested for a save to disk to be sent in for further analysis; however, no additional data was provided for ts to review the battery's behavior. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned incepta ICD was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.